Manufacturer narrative:
The right ventricular (rv) lead was successfully repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow- up this right ventricular (rv) lead was found to be dislodged. A revision procedure was performed and the rv lead was successfully replaced. Therapy remained available to the patient. No adverse patient effects reported. Rv lead remains in service.